Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the during 1st call from nurse stated they had a patient in normothermia. The patient had been at target 37c. The patient temperature dropped to 32.778°c and the water temperature (wt) was only 23.889°c. Nurse stated they ended up changing to a new device because it did not seem to be warming the water. Nurse stated the water temperature on the new device was still only 24.444°c. Currently had therapy stopped. Confirmed they had four pads connected. Discussed because patient was now below target, the device will begin to control rewarm back to the targeted temperature (tt). Explained the water temperature (wt) may not be super warm to prevent overshoot, consider heat generation. Recommended any counter warming per their protocol, nurse confirmed they had a bair hugger on and will add warm blankets. Nurse stated the control box in normothermia shows targeted temperature (tt) 37°c and rewarm at a rate of 32.222°c. Had nurse select new therapy under hypothermia. Set rewarms from to current patient temperature 34.4c at a rate of 0.25c/hour per their protocol, to targeted temperature (tt) was 37c. Had nurse start rewarming. Diagnostics were outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25.2c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 49%, mixing pump command (mpc) was 0%, heater command (hc) was 0%, water reservoir level (wrl) was 5, system hours were 15,265, pump hours were 14,166. Biomed at bedside to help troubleshoot. Walked biomed through placing device in manual control set to 40c to confirm water was heating, once started, the device shut off. Confirmed device was plugged into wall outlet. Biomed stated the first device they checked in manual control, and it heated to 40c without issues. Suggested to bring device to nurse to restart therapy on and take this one to biomed. Walked nurse through emptying pads. Nurse stated once they get the first device back, they would call back. Called nurse back at 12:02 pm, nurse stated the providers think it was patient related, providers have decided to discontinue use of the device. Informed nurse they would pass this along to the tm/cm to assist with downloading the case date. 2nd call received biomed had device that was just sent down to shop. Only information they had was that the patient temperature (pt) was 97 and water temperature (wt) was in the 70s (not aware of tt). They have already replaced the device and they would like help troubleshooting.

Event description:
It was reported that the during 1st call from nurse stated they had a patient in normothermia. The patient had been at target 37c. The patient temperature dropped to 32.778°c and the water temperature (wt) was only 23.889°c. Nurse stated they ended up changing to a new device because it did not seem to be warming the water. Nurse stated the water temperature on the new device was still only 24.444°c. Currently had therapy stopped. Confirmed they had four pads connected. Discussed because patient was now below target, the device will begin to control rewarm back to the targeted temperature (tt). Explained the water temperature (wt) may not be super warm to prevent overshoot, consider heat generation. Recommended any counter warming per their protocol, nurse confirmed they had a bair hugger on and will add warm blankets. Nurse stated the control box in normothermia shows targeted temperature (tt) 37°c and rewarm at a rate of 32.222°c. Had nurse select new therapy under hypothermia. Set rewarms from to current patient temperature 34.4c at a rate of 0.25c/hour per their protocol, to targeted temperature (tt) was 37c. Had nurse start rewarming. Diagnostics were outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25.2c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 49%, mixing pump command (mpc) was 0%, heater command (hc) was 0%, water reservoir level (wrl) was 5, system hours were 15,265, pump hours were 14,166. Biomed at bedside to help troubleshoot. Walked biomed through placing device in manual control set to 40c to confirm water was heating, once started, the device shut off. Confirmed device was plugged into wall outlet. Biomed stated the first device they checked in manual control, and it heated to 40c without issues. Suggested to bring device to nurse to restart therapy on and take this one to biomed. Walked nurse through emptying pads. Nurse stated once they get the first device back, they would call back. Called nurse back at 12:02 pm, nurse stated the providers think it was patient related, providers have decided to discontinue use of the device. Informed nurse they would pass this along to the tm/cm to assist with downloading the case date. 2nd call received biomed had device that was just sent down to shop. Only information they had was that the patient temperature (pt) was 97 and water temperature (wt) was in the 70s (not aware of tt). They have already replaced the device and they would like help troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.